Event description:
Customer reported being unable to test due to his adc blood glucose meter display having faded segments. Customer further reported experiencing low blood sugar and stated he "had to use a glucagon pen" to treat himself. Customer additionally reported he did not receive third-party treatment and stated his dr. Simply advised him to get a new meter. No further information was provided by the customer as the call was disconnected during troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: additional attempts to contact customer to complete troubleshooting were unsuccessful. Additionally, the actual date of the reported medical event is unknown. The (B)(4) all pertinent information available to abbott diabetes care has been submitted.